Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient was admitted on (B)(6) 2025 with acute renal failure and cardiogenic shock secondary to biventricular failure. They were stabilized with continuous renal replacement therapy (crrt) and impella 5.5, and then they were implanted with the heartmate 3 device. Post operatively, they were unable to successfully wean off inotropic right ventricle support and remained on and off pressors throughout. They were also unable to wean off of crrt due to hemodynamic instability. They were unable to wean off of the ventilator and they were traced. They became bacteremia on (B)(6) 2025 and had been followed closely by ID. Given indwelling devices; the site was not sure they could clear the infection. Over the last 24-48 hours, pressor requirements continued to escalate. The family decided not to pursue chest compressions. The site was not able to maintain an adequate pressor on max pressor support and the patient was pronounced at 0752 am. The death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, document rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.